Manufacturer narrative:
The reported device, intended for use in treatment was not returned to the designated complaint unit for independent evaluation, thus visual inspection and functional testing could not be performed. A review of the device history records showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review concluded this was an isolated event. A relationship, if any, between the subject device and the reported event could not be determined. A review of risk management files found that the reported failure was documented appropriately. A review of the instructions for use found do not bend, modify or alter the wand in any way prior to or during surgery as this may damage the device and lead to failure and/or user or patient injury no containment or corrective actions are recommended at this time. If the product associated with this event is returned at a future date, this evaluation will be reopened for investigation. There were no indications that would suggest that the device did not meet product specifications upon release into distribution. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event.

Event description:
It was reported that before knee arthroscopy, during set up, the werewolf rf 20000 controller failed to recognize the werewolf wand. There was a delay of 10 min and the procedure was completed by changing the approach and using a quantum 2 wand with the werewolf controller. No patient injury or other complications were reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.